Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in australia as follows: during a procedure on (B)(6) 2013, 1.7mm cable with crimp frayed at the crimp and cable junction on primary tensioning. The cable continued to fray when tensioning before the 50kg maximum. The cable could not be tightened. The frayed cable was discarded. A second cable was opened and again upon primary tensioning the cable frayed 5cm from the crimp. The surgeon had to then crimp off in a position that did not reduce the fracture as required as the cable continued to fray when further tensioning was applied, well below the maximum 50kg. Additional plate and screw fixation was added due to the instability of the cable before the cable was cut as it was not offering any stability. This is report 2 of 2 for complaint (B)(4).